Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), foreign, clinical study) regarding a patient who was receiving clonidine (0.4 mg at 0.1721 mg/day), morphine drug, unknown (10 mg at 4.30252 mg/day), and bupivacaine (6.8 mg at 2.92571 mg/day) via an implantable pump for unknown indications for use. It was reported that it was reported that on (B)(6) 2020 the patient presented in response to nausea, vomiting, diarrhea, malaise, a nd chills.  It was suggested opioid deriving.  An abdominal x-ray showed on (B)(6) 2020 showed correct lead (catheter) placement and no malfunction was seen.  Biochemically there was no abnormalities.  After administration of clonidine 75 mcg and morphine intravenous, there was improvement of the complaints.  In view of persistently important pain, a computed tomography (CT) scan of the abdomen was performed which showed no abnormalities.  On (B)(6) 2020 a refill was performed.  There was a big discrepancy between the calculated and effective volumes.  The volume discrepancy was 10 ml versus the 3.6ml calculated.  The device was reprogrammed on (B)(6) 2020.  On (B)(6) 2020 the volume discrepancy was 38.5ml versus 2.8ml calculated.  The device was reprogrammed on (B)(6) 2020. The device was reprogrammed on (B)(6) 2020.  The doctors decreased the daily dose over several months (-85%).  Since the patient was doing okay, the patient and the doctors decided to remove the pump.  The entire system was explanted/not replaced on (B)(6) 2020.  The devices were disposed of. The outcome of the event resolved without sequelae on (B)(6) 2020.  The device diagnosis was pump reservoir volume discrepancy and the clinical diagnosis was drug underdose related to drug in pump.  The event required in patient hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.  The event date was (B)(6) 2020.  No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 0203014022 implanted: (B)(6) 2010 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study on 2021-feb-24. The implant date of the patient's pump and catheter was provided. The model number and lot number of the catheter was also provided. The patient's gender and age at time of consent were provided. It was confirmed that the pump was filled and programmed on (B)(6) 2019 with 40 ml.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 a computed tomography (CT) scan without contrast was performed and no malfunction was seen. Clonidine 75 mcg and morphine were administered on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.